Event description:
This device was returned with oos documentation from biotronik rep (B) (4). The lead was removed because it was sensing a lot of noise. This device was replaced with a linox sd 65/18, (B) (4). Per rep, the physician thought that he saw blood under the insulation of the lead. The screw in the device header did not secure the lead properly. (B) (4) feels this might have contributed to the noise on the lead. Lumax 340 dr-t, (B) (4), MDR 1028232-2009-00855.

Manufacturer narrative:
Please note that on the previously sent initial report, the MDR numbers on the first page were reported incorrectly. The correct MDR number for this device is 1028232-2009-00681. Please accept this report in place of the previously sent one.